Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation, it was noted that the right atrial lead exhibited noise-over-sensing, which led to inappropriate automatic mode switch. The noise could not be reproduced with isometrics. The patient would continue to be monitored. The patient was in stable condition.